Event description:
It was reported that at first fitting, many channels were found with increased impedances. The situation deteriorated gradually. Testing carried out on (B)(6), 2010 showed all channels with status hi except of channel 1. Problems of outer devices have been excluded and history of head trauma has been denied by the guardians.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.